Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Though the phenomenon was not reproduced during device inspection, based on the legal manufacturer's investigation, it is likely the image was temporarily not displayed due to a poor contact of the video connector. As it was stated the phenomenon occurred during (after) reprocessing, it is probable that the contact failure occurred due to potential residue from the reprocessing.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation could not confirm the user report. The device was burned in for more than 4 hours but was unable to duplicate the reported "no image." The device passed all required tests. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the olympus camera head did not produce an image. This event was discovered during reprocessing. There was no patient involvement or impact to patient care reported for this event.